Manufacturer narrative:
A device history record (DHR) review was conducted and no deviations were found. Visual inspection of the returned product was performed and the cracked was observed. Reportedly, the nurse used forceps to tighten the hub connection during the procedure. After further investigation of the returned sample, it is believed that the crack on the hub could be attributed to the excessive force applied while connecting the hub during the procedure. A review of the retain sample was performed and no anomalies were noted. A review of the complaints log showed only two occurrences for the last three years from the same account. Therefore, it is recommended that training should be performed with the users/operators in the facility for proper application to prevent future occurrences. The root cause cannot be determined at this time.

Event description:
Luer hub cracked during use. Nurse used forcepts. PICC was replaced.